Manufacturer narrative:
Device is an instrument and is not implanted or explanted. Investigation could not be completed and no conclusion could be drawn as no device was returned. Without a lot number, the device history record review could not be requested. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that a helical blade inserter did not stop the helical blade at the desired position as it was inserted during a trochanteric fixation nail advanced (tfna) procedure. It was reported, as the surgeon was hammering the instrument to insert the blade, the blade advanced 3-5mm into the lateral cortex, which was more than the surgeon expected. The helical blade was backed out to the desired position and the procedure was successfully completed with no surgical delay. It was determined during the product development investigation, which was completed on (B)(4) 2015, that this complaint involves another device - a blade/screw guide sleeve. The fracture pattern was highly comminuted in the area where the blade guide sleeve should have made contact with the lateral cortex. It was difficult to determine the true position of the lateral cortex from the markings on the returned device. No radiographic images available. This report is 2 of 2 for (B)(4).